Event description:
Meter name: ot fasttake. Strip name: ot fasttake. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: blurry vision. A patient reported they were unable to test. Their meter allegedly was missing segments. The result on their meter was unknown due to missing segments. There were no other tests or comparisons. No treatment. No further information has been reported.